Manufacturer narrative:
(B)(6)

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number of the meter was requested but was not provided. The initial result was 8.0 inr. The repeat test at the same time with the same meter using a puncture on another finger had a result of 5.8 inr. They did not trust these results and performed a laboratory test using an acl top (werfen) and the result was 2.4 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Relevant retention test strips lot 286322 were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.